Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR} review. A product sample was received for evaluation. Visual and functional testing were performed. Left and right plunger cases cracked by the screws. Auxiliary control unit (acu) watchdog failure found in event history log. The technician performed power up process and was unable to duplicate customer's reported issue. The root cause of the reported issue was unable to be determined. Replaced main board for preventive measure and performed preventative maintenance.

Event description:
It was reported that the an intermittent auxiliary control unit (acu) watchdog failure occurred. No patient injury was reported.